Event description:
Info provided states that the dr had difficulty trying to set the rod during a posterior cervical 4 procedure. He could not get the rod to fit at the bottom of the saddle due to the interior of the screw having turned 90 degrees, which covered the portion of the tulip which prevented the rod from fully seating.